Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed an incoming vxi test; however, it was noted that it was due to unclean test contacts and once the contacts were cleaned the device passed. Analysis confirmed the customer comment that the ventricular output connector was broken. Analysis also found that the upper case was dented and contaminated, the lower case, bail covers, ring cover and battery drawer contaminated, the battery contacts were compressed, the ring was bent and the keyboard scratched. The device was to be scrapped in-house. (B)(4).

Event description:
It was reported that the external pulse generator had a broken ventricular connector. The generator was returned for service and ad ditionally as part of a trade-in/exchange program. No patient complications have been reported as a result of this event.